Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker device exhibited elective replacement indicator (eri) pre maturely. This device was last checked several months ago and gas gauge indicated 1.5 year and magnet rate was 100. A month ago device declared eri. Boston scientific technical services (ts) suggested that during change out device needs to be returned for analysis. As per medical record this pacemaker device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eri. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated.

Event description:
Boston scientific received information that this pacemaker device exhibited elective replacement indicator (eri) pre maturely. This device was last checked several months ago and gas gauge indicated 1.5 year and magnet rate was 100. A month ago device declared eri. Boston scientific technical services (ts) suggested that during change out device needs to be returned for analysis. As per medical record this pacemaker device was explanted. No additional adverse patient effects were reported. This supplemental report is being filed because device evaluation was completed.